Manufacturer narrative:
Updated information: d6b explant date was changed from (B)(6)2026 to (B)(6)2026. H6 component code updated from g04105 to g07003 the investigation for the hemolysis and the device in the wrong position has been completed. The root cause of the hemolysis was not determined due to insufficient clinical details regarding the cause of the positioning issue which caused hemolysis. The root cause of the device being in the wrong position was not determined due to lack of sufficient clinical details and unreturned product for further investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 57-year-old male with cardiomyopathy who presented in scai stage e shock. During support, the patient developed red tinged urine and elevated ldh, prompting evaluation for hemolysis. Echocardiography demonstrated that the impella was angled toward the mitral valve, indicating malposition with contact against the mitral apparatus. The device was subsequently repositioned, after which the positioning issue was resolved. Imaging was used to confirm placement, and no device replacement was requested. No product was returned for analysis. The patient remained stable and continued on support at the time of reporting. Hemolysis appears clinically associated with temporary pump malposition rather than an intrinsic impella device malfunction. The condition resolved with repositioning, pump function normalized, and no device related allegations were made. Current findings indicate that the device performed as intended once correctly positioned, and the event is consistent with known risks of mechanical circulatory support. Hemolysis is a known risk associated with the impella cp per the instructions for use (IFU).